Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar product sold in the us.

Event description:
The customer alleges that the stopcock cracked during use. As there was no leakage from the stopcock and sheath, the device was used as it is.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. The probable cause of the alleged defect could not be determined based upon the information provided and without a sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the stopcock cracked during use. As there was no leakage from the stopcock and sheath, the device was used as it is.

Manufacturer narrative:
(B)(4). The customer returned one used 3-way stopcock for evaluation. A crack was identified on the luer lock side of the stopcock. Signs of external forces being applied were also observed. A device history record review could not be performed as no lot number was provided. The customer reported issue of the stopcock becoming cracked was confirmed during the sample investigation. A crack was identified on the luer lock side of the stopcock. Signs of external forces being applied were also observed. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that the stopcock cracked during use. As there was no leakage from the stopcock and sheath, the device was used as it is.